Manufacturer narrative:
The replaced switches were returned to hologic for investigation. During the analysis it was found that the pivot pins on both the right and left switch assemblies were extended beyond their mounts. The switch assemblies were manufactured in june/july 2011. Replacing the switches resolved the reported issue.

Event description:
It was reported that the c-arm moved down and up on its own. No injury reported. A field engineer was dispatched to the site and determined the left and right switch banks needed to be replaced. Once this was completed the system was working as intended.